Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was asleep and not outside of the labeled operating altitude range. The customer's blood glucose level ranged from 110-379 mg/dl and customer vomited. Reportedly, the customer was able to load a new cartridge to resolve the issue.